Manufacturer narrative:
(B)(4).

Event description:
The patient experienced stimulation in the wrong location and intermittent stimulation in his legs. He was at home. Additional information has been requested.